Event description:
I had the essure permanent birth control system procedure done (B)(6) 2010. The metal micro-insert coil was placed in the right fallopian tube with no difficulties. The coil placed in the left fallopian tube was incorrectly placed too far into tube and another coil was then inserted. Product use error. This error was not known until I received a copy of all my records with this physician. At 3 months post procedure, I had the hsg done to confirm proper placement and occlusion of tubes. The hsg confirmed correct placement of right fallopian tube coil, however, both essure coils placed on left were visualized out of the fallopian tube into the peritoneum. Adverse event. I now have to have surgery to remove those coils. Dates of use: (B)(6) 2010 to present. Diagnosis or reason for use: permanent birth control.